Event description:
It was reported that during a da vinci-assisted surgical procedure, the system issued a non-recoverable 1153 fault and the team had to undock and restart the system to continue. The caller stated this was the second time the issue had occurred and that a prior occurrence had required use of the irk. Troubleshooting initially consisted of reviewing available logs; however, live logs could not be reviewed because the system had already been restarted. The procedure outcome is unknown with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the endoscope controller (ec). The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. However, failure analysis is not complete.